Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient's pump was causing discomfort and pain, so they wanted to switch to a genesis. No other adverse patient effects were reported.

Manufacturer narrative:
A titan pump, two cylinders and reservoir were received. Examination of the returned component revealed no abnormalities that would have contributed to the report of discomfort and pain. However, because examination of the returned component may not conclusively confirm or disprove the report of discomfort and pain, quality accepts the physician¿s observations of such as the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and removed/replaced with a malleable penile prosthesis on (B)(6) 2021 due to the pump was causing discomfort and pain so the patient wanted to switch to a genesis.